Event description:
During evaluation of a returned spectrum iq pump, the device was found to have a low audio condition and evidence of air in line alarms. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During functional testing the device was found to have low audio. The cause was identified to be a detached speaker and the rear case requires replacement to address this issue. Additionally an issue of "air in line alarm" was investigated. A review of the event history log (ehl) found multiple air in line messages however an event date was not provided. The last day of customer use shows three (3) reload set alarm messages. A reload set message can present with the message "reload set in air detector" which can be interpreted or reported as an air in line alarm. Since the reload set and air in line alarms occur on the last two days of use it is unclear if the issue is actually a reload set or air in line based on the log. Functional testing did not re-create either alarm. The ultrasonic sensor was found out of range and requires replacement which would correct these issues. Should additional relevant information become available, a supplemental report will be submitted.